Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had infection. Reportedly, the patient was scheduled to have an extraction but refused the procedure. The patient was discharged to a nursing home on chronic antibiotic therapy. There were no additional adverse patient effects reported. All available information indicates that the crt-p remains in service.